Manufacturer narrative:
Concomitant medical product: shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners, catalog #:00875705801 ; lot #: 61610421, metasul ldh, head adapter, s, -4, taper 12/14-18/20, catalog #: 00875201336 ; lot #: 61538481, femoral stem beaded fullcoat 12/14 neck taper std. Body ext. Offset size 14 14 mm distal dia. 160 mm length, catalog #: 00784301426; lot #: 60431931. Therapy date : unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient had biolox head-continuum shell-versys stem implanted on the right side and experienced pain post surgery due to bursitis.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain/bursitis. Event description: the patient had biolox head-continuum shell-versys stem implanted on (B)(6) 2011. Over the weekend on at an unknown date patient experienced right hip pain as he stood up. Patient had scheduled an appointment to have a CT scan performed. Patient had follow up with surgeon. Surgeon stated there is no problem with implants. Surgeon stated his complication reported is due to bursitis. Patient stated he was prescribed medicine and it is better. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: postoperative tissue reaction on burrs / sharp edges due to insufficient manufacturing process not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Conclusion: the patient had right hip pain and bursitis. Surgeon indicated there is no problem with the implants. Medication given to the patient made it feel better. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Nevertheless, the risk management worksheet for the ceramic heads include a risk for pain which is related to inappropriate functional mechanical characteristics due to insufficient manufacturing process. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).